Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-04229, 1627487-2019-04231. It was reported that patient experienced ineffective coverage of pain relief to address the issue patient underwent surgical intervention of scs system explant .

Event description:
Device 2 of 3: ref MFR report : 1627487-2019-04229. 1627487-2019-04231.